Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using day aligners the patient reported, "well, see, I'm all I'm allergic to latex, but I guess the plastic, I, you know, it didn't say anything about latex, but I guess it's all in the family or something because it's just, you know, I don't want to cause any damage in my mouth."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.